Manufacturer narrative:
Method: actual device not evaluated. Results: no results available since no evaluation performed asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from date-of-manufacture to complaint open date (12/1/2015 to 5/14/2016) for pmc of 'suspected positive bi'; trending was exceeded, which is also addressed through a CAPA. Trending analysis by lot number was reviewed from date-of-manufacture to complaint open date (12/1/2015 to 5/14/2016) for product malfunction code 'color - chemical indicator'; trending was not exceeded. The sra indicates the risk associated with a hazard of 'quality problem with no impact on safety is "low." Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. The suspect device was not returned for product analysis. Testing could not be performed. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification and DHR review found no anomalies that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely as the cycle passed. An assignable cause cannot be definitively determined as additional information was not provided by the customer upon request. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) and also stated the chemical indicator on the bi did not change color correctly after a completed sterrad® 100s cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators (bi) and chemical indicators not changing color correctly.